Event description:
Perifix continuous epidural anesthesia tray with perifix 18 ga. X 3-1/2 in. Hustead epidural needle. Exp 2031-05, lot #61193764, (B)(4), product code (B)(4) made by b braun. Needle used epidural for patient, not patient. Crna had injected needle into patient and then was unable to inject medication. Second tray opened with same problem, did not touch patient. Third tray ok.